Event description:
The customer contacted stryker to report that their device would have a blank display. In this state defibrillation therapy may not be available to a patient if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported blank display issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would have a blank display. In this state defibrillation therapy may not be available to a patient if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.